Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun avitum internal report # (B)(4). The device involved was inspected onsite by a b. Braun service team member. Mock treatments were performed for one (1) hour on all four (4) machines. During the mock treatment the following scenarios were reenacted: 1. The machine was powered down by unplugging the machine for 30 seconds. The machine was rebooted back on without touching the venous clamp or the blood pump. The machine powered back on with only the restore power alarm. The alarm was reset and the blood pump was turned on. There was no increased pressure within the blood side system. 2. The machine was powered down by unplugging the machine for 30 seconds. The blood pump roller was turned two (2) turns with the venous clamp closed and the line in the clamp. The machine was plugged back in and when the machine rebooted the venous pressure went from 250 before the power loss to 899 before confirming the alarm and restarting the blood pump. The pressure then dropped to 250mmhg. 3. The machine was powered down by unplugging the machine for 30 seconds. During the power down the line was taken out of the venous clamp and the blood pump roller was turned two (2) times. The machine was plugged back in and the machine rebooted. When the machine rebooted the venous pressure dropped to around 20mmhg before confirming the power lost alarm and restarting the blood pump. All four machines responded the same during the above testing. All of the machines are reacting as expected during a power failure. Both staff members present were explained the importance of unclamping the venous tubing by holding the clamp open or taking the line out of the clamp before turning the blood pump roller, due to the pressure build up that accrues when the lines are clamped. All the information was shared with the clinical manager that all machines were functioning properly and no issues were found related to the machines. The trend data was received and reviewed. The following tests were performed: venous pressure (vp) calibrations were checked - all within specs 0=0, +100mmhg= +98mmhg, +400= +397mmhg arterial pressure (a)p calibrations checked - all within specs 0mmhg =2, -100mmhg= -100mmhg, -400mmhg= -402mmhg venous clamp calibration was within specs = 1.4 the trend data show two power failures, one about 21 minutes into therapy and another about 1:44 [h:mm] into therapy. The venous pressure just after the power returned was 350 and 227 mmhg, respectively. As soon as the blood pump was started, the venous pressure returned to about 200 mmhg and 150 mmhg without further pressure alarms. About 24 minutes after the power returned the second time, the dialog+ was switched into end-of-therapy mode, the blood pump started and four minutes later, there was no more "red" detection at the red detector of the safety air clamp (sad) indicating that the blood was returned to the patient. The increased pressures during the power failure is explained by the blood pump coming to a stop when the sakv is closed already by the power shut down. The pressure between the return of the power and the start of the blood pump is the pressure in the extracorporeal circuit during the power failure. In none of the cases, the absolute pressure limit of the venous pressure of 400 mmhg was reached. As recorded in the trend data the venous pressure was between 227 mmhg and 300 mmhg during the power failure. If the limit of 400 mmhg is reached the alarm "venous pressure - upper limit" is triggered and the dialog+ machine switches into patient-safe mode (blood pump stop). Since this limit was not reached during the shut down, this alarm was not triggered. The dialyzer is screwed to blood line system with a luer lock connection. The pressure in the extracorporeal circuit of the dialog+ machine during the power failure cannot unscrew or loosen such a connection unless the connection is not at all tightly screwed. In the event of a power failure the blood in the extracorporeal circuit can be returned manually to the patient. The respective procedure is described in chapter 13.4 of the instructions for use of the dialog+ dialysis machine. In summary, the inspection of the dialysis machines on-site and the analysis of the trend data show that there was no product deviation of the dialog+ machine. Therefore, the cause for the detachment of the blood line from the dialyzer cannot be determined. If additional pertinent information becomes available a follow-up report will be filed. B. Braun is aware that the above exemption number has been pulled. This follow-up report is being filed using the exemption number as the initial report was filed using the exemption number.

Event description:
As reported by the user facility: it was originally reported the area where the facility is located was experiencing a blizzard. The power went out. The facility has back-up generators that automatically kick on. When the power came back on (from generators) four dialog machines had pressure inside them somehow blowing the top off of the dialyzer heads. This resulted in blood running down front of machines. The patients received antibiotics. One (1) patient refused the antibiotic. One (1) patient "had to get" a unit of blood because the patient lost too much. To note: that patient did not receive the unit of blood post-treatment due to type not available in the facility. The pressure alarm was triggered. During the b. Braun technician site visit, while talking with a patient care technician, it was stated that on two (2) machines he stated turned the blood pump roller two (2) turns while the machine was powered down. He also stated that he did not open up or remove the venous tubing from the clamp. They stopped treatment at that point, cleaned the machines, restrung the machines with new dialyzer and lines and continued treatments without issues. The other patient care staff that was working that day were not on site during the conversation. This report is for serial number (B)(4).

Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun avitum internal report # (B)(4). Tthe device involved was inspected onsite by a b. Braun service team member. Mock treatments were performed for one (1) hour on all four (4) machines. During the mock treatment the following scenarios were reenacted: 1. The machine was powered down by unplugging the machine for 30 seconds. The machine was rebooted back on without touching the venous clamp or the blood pump. The machine powered back on with only the restore power alarm. The alarm was reset and the blood pump was turned on. There was no increased pressure within the blood side system. 2. The machine was powered down by unplugging the machine for 30 seconds. The blood pump roller was turned two (2) turns with the venous clamp closed and the line in the clamp. The machine was plugged back in and when the machine rebooted the venous pressure went from 250 before the power loss to 899 before confirming the alarm and restarting the blood pump. The pressure then dropped to 250mmhg. 3. The machine was powered down by unplugging the machine for 30 seconds. During the power down the line was taken out of the venous clamp and the blood pump roller was turned two (2) times. The machine was plugged back in and the machine rebooted. When the machine rebooted the venous pressure dropped to around 20mmhg before confirming the power lost alarm and restarting the blood pump. All four machines responded the same during the above testing. All of the machines are reacting as expected during a power failure. Both staff members present were explained the importance of unclamping the venous tubing by holding the clamp open or taking the line out of the clamp before turning the blood pump roller, due to the pressure build up that accrues when the lines are clamped. All the information was shared with the clinical manager that all machines were functioning properly and no issues were found related to the machines. The trend data was received and reviewed. The following tests were performed: venous pressure (vp) calibrations were checked - all within specs 0=0, +100mmhg= +98mmhg, +400= +397mmhg arterial pressure (a)p calibrations checked - all within specs 0mmhg =2, -100mmhg= -100mmhg, -400mmhg= -402mmhg venous clamp calibration was within specs = 1.4 a follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was originally reported the area where the facility is located was experiencing a blizzard. The power went out. The facility has back-up generators that automatically kick on. When the power came back on (from generators) four dialog machines had pressure inside them somehow blowing the top off of the dialyzer heads. This resulted in blood running down front of machines. The patients received antibiotics. One (1) patient refused the antibiotic. One (1) patient "had to get" a unit of blood because the patient lost too much. To note: that patient did not receive the unit of blood post-treatment due to type not available in the facility. The pressure alarm was triggered. During the b. Braun technician site visit, while talking with a patient care technician, it was stated that on two (2) machines he stated turned the blood pump roller two (2) turns while the machine was powered down. He also stated that he did not open up or remove the venous tubing from the clamp. They stopped treatment at that point, cleaned the machines, restrung the machines with new dialyzer and lines and continued treatments without issues. The other patient care staff that was working that day were not on site during the conversation. This report is for serial number (B)(4).